Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer was failed. A field service engineer (fse) identified that the auxiliary drawer 5.1 and all associated pockets had failed and were not detected on the system bus. The fse isolated the issue to a defective retractor band cable, removed the faulty component, and replaced the retractor cable assembly to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary whole drawer was reading as failed, and a recovery was attempted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.